Event description:
The device displays a result of 64 mg/dl, for every blood glucose test performed. Pt reportedly reviewed the device's memory and found values of 68, 107, 35 (control test), 67, and 74 mg/dl. No pt injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.